Event description:
Hello, I am reporting a problem with johnson & johnson mint flavored stimudents. They are toothpicks. I noticed a burning sensation in my mouth and throat after using this last batch I bought. The package says they are made in a foreign country, and I am concerned that there are some odd chemical in this product that would be causing this. It has caused me a great deal of pain and discomfort. Dose or amount: toothpick. Frequency: 1x day. Route: po. Dates of use: 2009. Event abated after use stopped or dose reduced: yes. Diagnosis or reason for use: gum disease prevention. Event reappeared after reintroduction: yes.